Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. The patent was just standing by his dryer at the time of the shock. In-office testing could reproduce the noise. Technical services discussed some programming options. There were no additional adverse patient effects. The system remains implanted.